Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, when entering the femoral vein, there was a very tortuous anatomy present. That ruptured the tip of the dilator. Therefore, a new 14f amplatzer amulet delivery sheath was chosen and tried to enter the femoral vein again but the tip of the dilator ruptured again. Another new 14f amplatzer amulet delivery sheath was chosen and implanted the 22mm amulet successfully. After the procedure, it was noted the amulet was embolized. The device is currently at the level of the abdominal aorta and will be retrieved percutaneously. The patient was reported stable.

Manufacturer narrative:
An event of dilator tip rupture was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that there was a very tortuous anatomy. No images were provided of the device/issue. Based on the information received, the tortuous anatomy may have contributed to the ruptured dilator tip. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The landing zone measurements (0, 45, 90, 135) were 15 mm, 20 mm, 20 mm, 20 mm. During procedure, the left atrial pressure was 12mmhg and when entering the femoral vein, there was a very tortuous anatomy present. That ruptured the tip of the dilator. Therefore, a new 14f amplatzer amulet delivery sheath was chosen and tried to enter the femoral vein again but the tip of the dilator ruptured again. Another new 12f amplatzer amulet delivery sheath was chosen and implanted the 22mm amulet successfully after 1x re-sheath. The amulet was implanted after satisfying close criteria and 2x times tension test performed. The device compressed and there was no leak was noted. Post procedural event less than 48 hours, the echocardiogram showed the amulet was embolized. The device is currently at the level of the abdominal aorta, and will be retrieved percutaneously (groin). The cause of embolization was contractility. The patient was reported stable.